Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the implantable cardiac monitor exhibited a diagnostics anomaly. A noise reversion episode was also noted. No intervention or additional information was available at this time.